Event description:
Balloon leak; alarm of the iab console and blood seen in the line before alarm. Balloon was removed there was much difficulty to insert the balloon. Balloon was in for 32 hrs before leak was noted.